Event description:
Microbial contamination within an architect system (architect processing modules and architect wash buffer) through generation of folate-like by-product (microbial folate) may cause architect folate calibration failures and shifts in architect folate results (quality control and patient results). There was not impact to patient management reported.

Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is completed.